Event description:
Error 22. Device history record was reviewed, no event linked to the reported issue was observed. Several error 22 were found during the device log review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. On powering on, the device triggered an error 22. The reported event was reproduced. As per technical service manual, recommended repair actions were to replace clamp opto switch. The clamp opto switch was sent to brézins for further investigation. After a visual check the spare part was mounted in our volumat test device. Functional tests were carried out and performed as expected, no technical alarm was triggered. The reported event could not be reproduced. The root cause remains unknown as it is most likely due to another spare part and it can only be analyzed with the associated device.

Event description:
Error 22.